Event description:
Literature: scherer, christian, henrik stougaard, and claus andersen. "Possible stabilization of spinal cord stimulation treatment in refractory angina pectoris by implantation of a second electrode: case reports." Neuromodulation 6.2 (2003): 88-91. Print summary: the authors report a remedy for patients with scs treatment that experience frequent lead migration. Implantation of a secondary electrode stabilizes both the previous and newly implanted leads. In three patients, repeated electrode displacement occured, and despite the attempt to replace the electrode, it was impossible to provoke sufficient paraesthesia in the pain area. Placement of a secondary electrode in the epidural space good and stable stimulation was achieved. Reported event: one (B)(6) female patient with a history of spasmodic angina had the spinal cord stimulation (scs) system replaced eleven months after implant due to lead migration. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Concomitant medical products: product ID neu_unknown_lead, product type: lead; product ID neu_unknown_lead, product type: lead; product ID neu_unknown_lead, product type: lead. (B)(4).